Manufacturer narrative:
Exemption number e2015058. (B)(4). Routine testing confirmed that the pad-pak was installed by the customer on the (B)(6) 2011. The device records multiple manual power ups of ten minutes in duration between the (B)(6) 2015 and the (B)(6) 2016. Investigation found the fault can be attributed to membrane failure.

Event description:
There was no patient involved in this event. Device observed switching on automatically.